Manufacturer narrative:
H10: the customer replaced data acquisition (da) printed circuit board assembly (pcba) and solenoids 2 and 4, and the error did not present itself during an immediate 1hr in normal operation, issue resolved. The device passed required performance verification tests per philips standards per reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that while the device was being used to create a treatment plan for respiratory assistant, it was observed that the device was getting error code 1109 check vent machine pressure senser autozero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer verified there is a code 1109. The rse pointed out the service manual to provide some troubleshooting. Check the pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba). Replace solenoid 2 and solenoid 4, then the da pcba. The customer will be running the unit for 30 minutes and verify is alarm sounds. The rse provided parts ids for the repair. Resolution and disposition are pending - investigation is ongoing.